Event description:
When the handpiece gets plugged in, the settings automatically appear on the machine. No numbers appeared. The handpiece would not work. The handpiece was handed off the field and a new one opened. The procedure proceeded without further incident.